Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with the right ventricular lead exhibiting high pacing impedance. It was suspected that the impedance anomaly was indicative of a lead fracture. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was recovering post procedure.

Event description:
New information received stated that the patient did not experience any adverse effects due to the anomaly of the lead. The clinic discovered the anomaly around (B)(6) 2019 prior to the revision procedure. The right ventricular lead impedance was slowly rising over the time until the impedance was out of range and the lead was eventually revised.